Event description:
On (B)(6) 2011, customer reported that the cap piercer on the dxc 800 pro instrument was leaking on the tops of the sample tubes. The liquid appeared to be h2o or wash solution. Customer technical support (cts) advised customer to disable the cap piercer while running samples until the instrument can be examined by a field service engineer (fse). Customer stated that no injuries were reported and no erroneous patient results were generated. Fse examined the instrument the same day and found no vacuum at the cap piercer wash drain line. Fse flushed the cap piercer line #118 with bleach solution and verified that the line and connectors to be debris and kink free. Fse then primed the cap piercer wash multiple times with proper operation of blade wash. No further leaking was reported.

Manufacturer narrative:
(B)(4)